Event description:
It was reported that the movement of the clip applicator head and the releasing of the clip is not functioning as intended.

Manufacturer narrative:
Add¿l info will be provided once the investigation has been completed.